Event description:
It was reported, the programmer is emitting a beeping sound. It will also not interrogate consistently, MRI (magnetic resonance imaging) pacers and sometimes adapat devices. The programmer and rf (radio frequency) head were returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported beeping sound. The programmer powered up and interrogated with a known good rf (radio frequency) head with no issues. It is noted the provided rf head would not interrogate. Analysis also found the printer drawer damaged and the lower handle half broken. Products: 229047 analyzer. (B)(4).